Event description:
Patient reportedly experienced (unconfirmed) corneal ulcer and bacterial infection (os) with irritation, pain, hyperemia and decreased visual acuity while including complete moistureplus in their ens care regimen. The patient used a new sample-size bottle of the solution with a new lens case and acuvue 2 lenses that they had worn for the first time the night before. Patient instilled the lenses before going to work and experienced increased irritation and byperemia conjunctiva (ou) throughout the night. They removed the lenses after work. Several hours later they were unable to sleep due to the pain, and their vision became so blurry that they couldn't see. Patient sought treatment at an ER, where they were diagnosed with corneal ulcer (os) and treated with a pain medication. Patient was given a prescription for an (unknown) antibiotic, and was advised to seek medical attention from an ophthalmologist before filling the prescription. The patient did consult an ophthalmologist, who reportedly diagnosed bacterial infection (os) caused by a "rare infection caused by contamination". Patient was treated with alocaine and vigamox. It was reported by the patient's spouse that the ophthalmologist felt that the infection was most likely due to either the patient's solution or lenses. Spouse also claimed in this report that the patient 'may lose sight' in the infected eye. Information obtained from the patient 's spouse approximately one month after receiving the initial report indicated that the patient has recovered. Two follow-up phone conversations with the reporter confirmed that they do intend to forward the complaint unit and attending physician information to manufacturer for evaluation purposes. However, at the time of this report company has not yet received the requested items.